Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump alarmed with an insulin flow blocked alarm. There was also a unexpected hall sensor movement alarm found in the alarm history. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the customer stated that they worked in a radiology clinic and exposure to a high magnetic field was possible. A displacement test was performed and the insulin pump passed. The self test passed as well. However, troubleshooting was unable to determine the cause of the insulin flow blocked alarms that have been recurring for the past two months. The insulin pump will be returned for analysis.